Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer indicated that the device was reprocessed on 15may2024 and on the 22may2024. The customer confirmed that the device was quarantined upon positive culture result. The customer stated that the device is stored in room temperature, under normal air concentration, and inside of a rota-scope storage cabinet. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The user facility reported that an asset evis exera lll gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for <10 colony forming units (cfus) of acinetobacter calcoaceticus-baumannii complex. During the second sampling, the scope tested positive for >100 cfus of sphingomonas paucimobilis. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.